Event description:
On 05/28/2009, the patient reported that for the last week she has received an e4 (occlusion) error on her insulin infusion device when she tries to bolus more than 4 units of insulin. She said she was admitted to the hospital yesterday with a viral infection and elevated blood glucose readings of "hi." Her normal blood glucose range is 140-180 mg/dl. Symptoms were dehydration, sleepiness, and achiness. She said she was given an insulin injection and her blood glucose decreased to 575 mg/dl. She is currently in injection therapy. She stated that both times when she changed her infusion headset due to the e4 errors, the headset cannula was bent. During the report the patient removed her current headset cannula on it was bent. She stated she may have scar tissue as she does not rotate her sites much and usually uses the same locations. Courtesy infusion sets, and infusion set insertion device and a guide to infusion site management were sent to the patient. On follow up with the patient in 06/09/2009, the patient stated she has been using the insertion device, and has had no further bent cannulas since she began using it. Her blood glucose has returned to its normal range. Product was replaced and requested to be returned for evaluation.